Event description:
It was reported that during an unknown procedure, the scalpel could not pass the self-test and the clamp arm could not be closed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.